Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for one unknown 2.4mm ti locking screw. Part and lot numbers were not available for reporting. Other¿UDI# is unavailable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient went in for revision surgery on (B)(6) 2016 for an open reduction internal fixation (orif) due to a broken plate after a fall. The patient was treated conservatively for a malunion of a left distal radius fracture and later underwent a corrective osteotomy and (orif) over a year ago (original implant date is unknown). The patient did not follow-up with the surgeon post-surgery and the surgeon had not seen the patient in approximately one year. The surgeon received a call from another orthopedist in (B)(6) and reported that the patient had fallen and broken the plate that was originally implanted. The orthopedist referred the patient back to the original surgeon. The surgeon saw the patient in the clinic and scheduled a revision (orif) due to non-union, breakage and loosening of devices. Reportedly, the patient experienced pain, discomfort and a nonunion. Patient had originally been implanted with a plate, a total of eight screws - six 2.4mm titanium (ti) locking and two 2.4mm ti cortex screws. During revision surgery, it was noted that the plate was broken. Of the six 2.4mm ti locking screws, three 2.4mm ti locking screws were broken and one 2.4mm ti locking screw was loose. There was no reported issue with the remaining two 2.4mm ti locking screws and no issue with the two 2.4mm ti cortex screws. The hardware was difficult to remove. It was noted that the locking screws were buried in the distal radius. The heads of all three 2.4mm ti locking screws had broken off and the screw shafts were in the patient's bone. The surgeon used a needle holder to remove the broken screw shafts from the bone which delayed the procedure approximately 14-30 minutes. A c-arm was used throughout the procedure and x-rays were taken. The patient was revised to a 2.4mm variable angle extra-articular left plate and screws and the surgeon collected and implanted iliac crest bone graft. This report is for one unknown 2.4mm ti locking screw. This report is 2 of 3 for (B)(4).